Event description:
The user facility reported their reliance 120l cart washer had a steam leak. The reported steam leak caused an employee to experience eye discomfort. The employee sought medical treatment. No report of procedural delay or cancellation.

Manufacturer narrative:
The employee subject of the reported event was on the decontamination side of the washer and had loaded the cart into the washer. The employee proceeded to clean other instruments when she reported steam was filling the room. The employee vacated the room and sought medical treatment for eye discomfort. The unit subject of the reported event is maintained by the user facility and the customer chose not to place a service request with steris. The technician was not permitted to inspect the unit, but was allowed to observe the customer as they ran several cycles on the unit. The observed cycles did not have any issues or alarms and were completed successfully. Steris attempted to follow up with the user facility about the current condition of the employee subject of the reported event, but the user facility did not provide any additional information regarding the employee. However, the user facility did confirm that the unit subject of the reported event has not experienced any additional issues.